Event description:
It was reported that there was an issue with one of the patient's leads. The exact lead was not specified. Additional information is being requested at this time. No adverse patient effects were reported. Additional information received indicated that the concern was for high thresholds related to the right ventricular (rv) lead. The rv threshold at implant was 0.7 v at 0.4 ms. The patient was seen in the emergency department in december 2022 due to experiencing palpitations, at which time the threshold was 5.5 v at 1.0 ms (bipolar). The patient had another follow-up in march 2023 and the threshold was 2.3 v at 0.8 ms (bipolar) and > 3.5 v (unipolar). No intervention was reported, and the lead remains in service.

Event description:
It was reported that there was an issue with one of the patient's leads. The exact lead was not specified. Additional information is being requested at this time. No adverse patient effects were reported.